Event description:
The angiosculpt device was used to treat a severely calcified mid sfa. During the second inflation at 14 atm for 20 seconds, the balloon ruptured. The procedure was completed with a non-angiosculpt device. No patient injury reported. This product problem is being submitted conservatively because the balloon ruptured at rbp.

Manufacturer narrative:
Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.